Manufacturer narrative:
Updated fields: b4, d8, d9, e3, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during patient treatment, the cardiosave intra-aortic balloon pump (iabp) had a blood back event due to balloon rupture. There was patient involvement, and due to the doctor¿s decision the device was used until the end of treatment. No harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed blood intrusion into the device and replaced the contaminated pneumatic module assembly. The unit passed all functional and safety checks to factory specification.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had blood intrusion due to balloon rupture. No injury and harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 investigation type.

Event description:
N/a.